Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not suture directly to the outside diameter of access device to minimize the risk of cutting or damaging device or impeding device flow". The IFU also states, " the practitioner must be aware of potential air embolism associated with leaving open needles, sheaths, or catheters in venous puncture sites or as a consequence of inadvertent disconnects. To lessen the risk of disconnects, only securely tightened luer-lock connections should be used with this device. Follow hospital protocol for all sheath and side port maintenance". A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
Medwatch form received reports: "rij introducer and pa cath placed via us guidance on and removed 8 days after. Air from brown port. Meds running: precedex/heparin/insulin/ norepinephrine. Cns has line."

Event description:
Medwatch form received reports: "rij introducer and pa cath placed via us guidance on and removed 8 days after. Air from brown port. Meds running: precedex/heparin/insulin/ norepinephrine. Cns has line."

Manufacturer narrative:
(B)(4).